Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, a cardiac resynchronization therapy defibrillator (crt-d) was displayed a gray bar indicating "remaining longevity is not available." The device was never implanted. There was no patient involvement.